Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2+. The third clip delivery system (cds) was advanced to the mitral valve and implanted; however, after deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). No further treatment was performed and the mr was reduced to <1 with 3 implanted clips. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.